Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they inserted the sensor and it fell off and they saw that there was no cannula. Customer's blood glucose value was unknown. Customer states that they sensor did not have a cannula. The device will be returned for analysis.